Event description:
Initial info was received from a consumer on 10-mar-2010 and additional info was received on 11-mar-2010: a (B)(6) female initiated treatment with poly-l-lactic acid (sculptra) (no lot number or expiration date was provided) (B)(6) for cosmetic purposes to both of her cheeks. She reports she only had one session and her face looks great, she stated her husband injected her; he is a dermatologist. She reported that she developed plantar fascitis around the (B)(6)2009 and at the same time developed blisters in her mouth. She reported she was seeking care from a podiatrist and a dentist. In (B)(6)2010, her left knee was killing her; her jaw and left foot was hurting her. Her blood was then tested and her "rh factor is 34" and her white blood cells and c-reactive peptide (6.4) are both elevated, which she was told indicated rheumatoid arthritis, and now is under the care of a rheumatologist. She reported her symptoms are not bilateral. Medical history was reported as hypothyroidism. Concomitant medications were reported as levothyroxine (synthroid). No further relevant info was reported. Pharmacovigilance comment: sanofi-aventis company comment, (B)(6)2010: a (B)(6) female received poly-l-lactic acid (sculptra) once and experienced rheumatoid arthritis and plantar fasciitis about 2 months later. Due to minimum available info, no complete medical assessment can be done.